Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the balloon would not deflate. It was also noted that two parts of the catheter broke off into the patient. First, the distal one-third of the catheter broke off and was attempted to be retrieved, and then, the distal one-fourth/one-fifth of the catheter broke off and was left inside the patient to pass naturally. It was reported that the inflation media used was completely removed from the balloon. The procedure was completed with a hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.